Manufacturer narrative:
Lot history was reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported that a cutter did not move properly during surgery, however, aspiration continued. The cutter did not cut the vitreous. The cutter was replaced with another one and surgery continued. No patient injury reported.

Manufacturer narrative:
Product evaluation has been completed. One 25ga vit cutter was returned wrapped in a bl5325wv pack label from lot w0096. The expiration date on the label is 2019-02-20. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. The back cap was not positioned correctly; it was off center of the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc. The cutter had good clean cuts throughout the various cut rates and the cutter had good aspiration as well. This cutter performed as intended. The plant evaluation has been finalized. Review of the complaint database revealed that one other cutting complaint has been submitted against lot w0096. The trend review performed indicates that the product is within control limits. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w0096 was manufactured (20 sept 2017). The root cause investigation concluded that the most likely root cause for the increase in cutter problems is attributable to 1) internal cutter friction 2) tube set design 3) cutter test method. Per CAPA (B)(4) and (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories in june 2018. The complaint lot w0096 was manufactured in september of 2017 prior to this change. The first lot of bl5325wv product built in june 2018 with the vitrectomy tubeset enhancement was lot number w1840. Any product with lot number w1840 or higher will include the vitrectomy tubeset enhancement. No further investigation is necessary.